Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing aus were explanted and replaced with a new aus. Additional information was received. Patient underwent a reimplant surgery of an artificial urinary sphincter (aus) due to physician perforated the urethra the last implanting procedure. No adverse patient effects.